Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead experienced insulation damage by the physician during an implantable pulse generator (ipg) replacement for low battery. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead was extrinsically br eached due to a cut. The overlay tubing of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found only insulation breached due to explant damage. No insulation breached in vivo was observed.